Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings:a review of the pump black box data revealed multiple cs 052 and cs 054 call service alarms. During testing, the pump was powered on and exercised for 24 hours with no duplicated call service alarms. The pump case was removed and no evidence of moisture or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump emitted cs 052 and cs 054 call service alarms three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.